Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (372-592 mg/dl). Correction boluses and insulin injections were used to address the bg level. The customer was not sure what was causing the high bg; however, thought that the basal was not being delivered. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg with a healthcare provider. The customer acknowledged the information and did not require a follow-up.